Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received critical pump error alert. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to force sensor flex tail not properly plugged in to printed circuit board. Unit was received with pillowing keypad overlay and minor scratches on lcd window.